Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206, serial/lot #: (B)(6), UDI#: (B)(4) product ID: kit1378-06 h3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. No software anomalies were encountered. The software was upgraded and a 3define calibration was performed. Multiple device codes were applied. Below clarifies what each is associated with. A05 -arm having difficulty moving a0908 - arm being at l2, when indicating it was at l3. A11 - software skipped segment 2-3 but gave it a green check mark a150204 - unreachable trajectories. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that multiple issues occurred during surgery. The first issue happened when the manufacturer representative(rep) was performing incision mapping. During the process, the rep moved the arm from 11-12, then 12-1, then 1-2 without issue. However, the next trajectory the arm was sent to was 3-4. An or staff member noticed that 2-3 had been skipped, so the rep checked the software, which indicated that 2-3 had a green check mark, yet the or staff did not have 2-3 marked on their end and the arm was currently positioned on 3-4. The rep brought the arm back to 2-3, and the or staff member marked as such. Later in surgery, the rep received a warning message that read "movement aborted by user" when attempting to send to the first trajectory. This message cleared when the manufacturer sent the arm to the trajectory again. Of the thirty trajectories used during surgery, this warning message appeared on five of them. During surgery, the rep noted that the surgeon liked to use short tools. This meant that the rep often had to drive the arm down in order for the tools to reach. However, during a particular point in surgery, the arm was having difficulty moving down. The system would not respond to rep holding the down arrow. As a result, the rep had to manually press the down arrow over and over again until the arm was at a suitable height. During the last few screw placements, the rep received a warning from the system that the arm was unable to reach the trajectory based on the current position. None of the screws were highlighted red and there were no collision errors. The rep was able to move the arm in every direction, front, right, left, etc., but when attempting to send to the trajectory, the warning message appeared. The rep also ensured that the base of the robot was not too close to the bottom of the incision. As a result, the rep changed the position of two screws to resolve this particular issue. Another anomaly occurred when the arm was positioned at l2. The surgeon was ready to move to l3, so the rep sent the arm to l3. The arm raised up as if to go to l3, but instead went straight back down to l2. However, the rep did not realize this, as the software indicated the arm was at l3. The surgeon noticed that the arm was still positioned around l2, as they was looking down the barrel of a screw they just placed. The rep cleared the arm up and resent to l3, at which point the arm went to l3 physically and indicated as such in the software. After the surgery, an imaging system was brought in to check screw placement. However, the rep experienced difficulty moving the arm into snapshot position so the imaging system could take a spin. The arm had no issues moving in any direction (left, right, up, etc.). When attempting to send to snapshot position, the system displayed a calibrating message. The rep let the system "calibrate" for 60 seconds, before stopping and trying again. Again, the calibrating message went on for over a minute. The surgeon was brought back into the or to manually remove the surgical arm from the patient, and the post-op spin was successfully taken. There was no patient harm and the procedure was delayed less than one hour.

Manufacturer narrative:
H3, h6) a software analysis was performed. In summary, no faults were found with the guidance system's application. The logs did not show any indication that the l2-l3 trajectory was skipped. It was likely that an operating room (or) member forgot to mark the location of the trajectories manually, but this was not confirmed. The logs showed that the arm was sent to t11 left and the send order was cancelled less than a second later. This suggested the user may have double-clicked the send button, causing the arm movement to be cancelled. The logs indicated that the "movement aborted by user" message appeared twice, not five times as reported. Both cancellations occurred less than a second after the send command, likely due to double-clicking. The logs confirmed that after sending the arm to the facet trajectory l3 left, the arm could not reach predefined trajectories. This was normal behavior if the arm's current position makes the trajectories unreachable. The system correctly alerted the user, and alternative predefined positions could still be used. The user attempted to send the arm to the snapshot position from the facet trajectory l3 left. This trajectory is in a complex position, with clear left and clear up unreachable due to the arm's position and the generated work volume. The snapshot calculation took longer than usual (over one minute) but was successfully completed, and the arm found a route to the snapshot position. The delay was reproducible during testing. The system behaved as designed in most scenarios, and the reported issues were largely due to user actions. Previously reported codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was sent to trajectory 2, raised up to move but, returned to trajectory 1.

Event description:
Additional information was received. It was reported that the deviated trajectory amount was unknown.

Manufacturer narrative:
See b5. D4: UDI was updated. H3, h6: the exports/logs were returned for analysis. The analysis is still in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.